Event description:
(B)(4). It was reported that post coronary stent treatment procedure, angina occurred. In (B)(6) 2011, the patient presented with exertional chest pain and was diagnosed with stable angina (ccs classification: 2). Cardiac catheterization was recommended which revealed a 90% stenosed lesion located in the proximal left circumflex. It was 10 mm long with a reference vessel diameter of 3.50 mm and was treated with pre-dilatation and placement of a 3.50mm x 16mm taxus liberte stent. Following post dilatation, residual stenosis was 9%. The patient was discharged, the same day, on aspirin and prasugrel. In (B)(6) 2012, the patient presented with mid sternal chest discomfort and shortness of breath associated with exertion. The patient was diagnosed with angina and cardiac catheterization was recommended which revealed the 90% stenosis of the 1st obtuse marginal (om). The stenosis was treated with balloon angioplasty and the placement of 3.00mm x 23mm non-bsc drug eluting stent with 0% residual stenosis. Following the placement of the stent in 1st om, jailing was noted in the ostium of the left atrioventricular branch (l-av). The stenosis and jailing of the l-av were treated with balloon angioplasty with 0% residual stenosis.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).